Event description:
After an interventional procedure, the physician attempted an arteriotomy closure using the perclose a-t (closer ak) device. Fluoroscopy had been in the target groin prior to closure and it was reported that "it was a good stick-in the common femoral artery, vessel size was about seven (7) millimeters with no calcification, scarring or grafts reported." No issues were reported during insertion or deployment. However, "after deploying the needles and removing the plunger, he (the doctor) tried to park the foot and remove the device. The lever went down but the foot remained up. He could not remove the device. He cycled the foot several times using the lever but felt that the foot was not attached to lever." The pt was taken to surgery. The surgeon performed fluoroscopy to determine the cause of the device being stuck but "couldn't see anything because the foot wasn't radiopaque." The surgeon "broke the device handle, pulled on the actuator wire to close the foot, and pulled out the device. The arteriotomy site was closed with one (1) stitch." It was reported that the pt went home the next day as scheduled and his hospital stay was not extended as a result of this incident. He is reported to be "fine." Although requested, no additional info was provided.